Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) confirmed that the drawer 5 main was stuck and was not close, so the fse removed the drawer and removed debris from slide, then tighten the slide and reinstalled the drawer, after that the drawer moved freely. Then the fse ran diagnostics and test passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed to close. The customer stated that they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.